Manufacturer narrative:
Correct to the system checkout: the manufacturer representative went to the site to test the imaging system. The handswitch was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received confirming that no patient was present.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during a site visit, the x-ray hand switch was damaged. Additionally, the 2d button was not working properly. There was a free part moving inside when shaking the hand switch and it was noted it may have fell on the ground. It was also reported "to patient impacted".  Follow-up was conducted to confirm this comment. There was no patient involvement reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000194, h6) multiple annex a codes were applied to capture this event. A05 captures the damage while (B)(4) captures the 2d button not functioning. No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.